Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 6 months after three dental implants were installed in patient's maxile it was verified their non- osseointegration. Fifteen (15) ncm of primary stability was achieved and immediate load was not executed. The patient presented bone type IV.